Manufacturer narrative:
Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available.  If obtained, a follow up report will be submitted within 30 days upon receipt. (B)(6). As reported, the patient underwent placement of an optease vena cava filter but the filter subsequently malfunctioned causing injury and damages to the patient, including, but not limited to, perforation and a fractured strut on the posterior side. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  The optease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Perforation was also reported but could not be confirmed without procedural/follow up films for review. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief (B)(6), the patient underwent placement of an optease vena cava filter but the filter subsequently malfunctioned  causing injury and damages to the patient, including, but not limited to, perforation and a fractured strut on the posterior side. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava filter. Per the medical records, prior to the filter implantation the patient had deep vein thrombosis (dvt) on the left leg but was unable to be given coumadin due to an upcoming knee surgery. During the index procedure, a venogram was taken which showed there was no evidence of thrombus in the right common femoral vein or the ivc. The filter was deployed successfully below the renal vein, above the iliac vein bifurcation and without any reported complications. The patient tolerated the procedure well. The filter subsequently malfunctioned causing injury and damages to the patient, including, but not limited to, perforation of the inferior vena cava (ivc) and a fractured filter strut on the posterior side. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. The following additional information received per the patient profile form (ppf) indicates that the patient became aware of the reported events five years and a day post implantation. The patient also reports to be suffering from daily anxiety. The product was not returned for analysis as it remains implanted. A review of the device history record (DHR) revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the fractured portion contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
The following additional information received per the patient profile form (ppf) indicates that the patient became aware of the reported events five years and a day post implantation. The patient also reports to be suffering from daily anxiety. According to the medical records, prior to the filter implantation the patient had deep vein thrombosis (dvt) on the left leg but was unable to be given coumadin due to an upcoming knee surgery. During the index procedure, a venogram was taken which showed there was no evidence of thrombus in the right common femoral vein or the ivc. The filter was deployed successfully below the renal vein, above the iliac vein bifurcation and without any reported complications. The patient tolerated the procedure well. A review of the manufacturing documentation associated with this lot (15572971) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.